Manufacturer narrative:
A product investigation was completed: the returned instrument was examined and the tip was found to be fractured with the missing fragment not returned. The distal end of the device was measured and it was discovered that the distal most 2.2mm of the tip were missing. No definitive root cause was able to be determined as method of use at the time of failure is not known. The design of the device was reviewed and it was determined that the design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Assembly. Manufacturing date: april 18, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the orthopedic station processor in sterile processing indicated that the tip of the screwdriver was broken off during a case on (B)(6) 2016. It was unknown which case it occurred in. This is report 1 of 1 for (B)(4).